Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The 99% stenosed lesion was located in the calcified and severely tortuous mid left anterior descending (lad) coronary artery. Resistance was encountered when the maverick2 monorail was advanced to the lesion. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "good".